Manufacturer narrative:
On (B)(6) 2020, the analysis was completed based off of photos that were provided. Investigation summary: during visual evaluation of the picture, no apparent damage or visual anomalies were observed on the product. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, breast pain, unspecified issues. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a revision breast augmentation with two unspecified mentor textured saline breast implants and experienced bilateral grade IV capsular contracture postoperatively. The patient reported that she started to develop bilateral capsular contracture and breast pain about 7 months after implantation. Her breasts were becoming more misshapen over time. As a result, her surgeon performed closed capsulotomies on her breasts multiple times. However, the patient did not recall the exact number of times that this was performed. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. Per the instructions for use, capsular contracture should not be treated with closed capsulotomies. Thus, the devices were used in an off-label manner. This report is for one of the reported prostheses.